Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During deployment of the device, the left disc and the right disc opened cup-shaped. The physician attempted to deploy the device again, but the same issue occurred. The device was exchanged for a 25mm amplatzer cribriform occluder (lot number: 6653219). The patient remained hemodynamically stable throughout the procedure and no patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.